Event description:
It was reported that the patient came into the clinic with a "fluttering sensation" in their chest. It was found that device had a power on reset. The device was cleared and remains in use. It was later reported that the patient again had a power on reset (por). The device was cleared and remains in use. It was noted that the patient had been using a transcutaneous electrical nerve stimulation (tens) unit prior to the por. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient came into the clinic with a "fluttering sensation" in their chest. It was found that device had a power on reset. The device was cleared and remains in use. It was later reported that the patient again had a power on reset (por). The device was cleared and remains in use. It was noted that the patient had been using a transcutaneous electrical nerve stimulation (tens) unit prior to the por. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a critical random access memory (ram) parity error power on reset (por) on the (B)(4)2011 in location "10 d5." The device should be able to recover from the event and continue normal function.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient came into the clinic with a "fluttering sensation" in their chest. It was found that device had a power on reset. The device was cleared and remains in use. No patient complications have been reported as a result of this event.